Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas and alleged the following: she has stopped using the animas pump and has gone back on injections with improvement in her blood glucose levels (bg). Patient states the pump is not delivering insulin because her bgs have been chronically elevated in the 300-400's mg/dl. She reportedly had no symptoms and did not need to seek medical attention. She was in contact with her nurse and doctor about the elevated bg and it was decided to remove the pump and go back on injections. Patient states she has been on injections for 1 week and her bgs are back to a usual/good range, 70-175 mg/dl. Patient states she has been a pump wearer for 30 years and has had diabetes for 50 years. Patient denies scar tissue /absorption issues as the cause of elevations because she is injecting insulin into the same areas where her cannula was placed and her bgs are good. She does not believe that scar tissue is playing a role and states she rotates all over abdomen, thigh, and buttock areas. Customer technical support (cts) asked patient to troubleshoot the pump but she is at work and does not have pump in hand. Cts asked her to call back so we may troubleshoot her allegation related to the pump and she said she would call back. Cts asked if she would send back pump and she declines to do so at this time. She is not using it, but she will discuss this with her husband and let us know if she will return it to animas. This complaint is being reported due to an allegation that the pump is not delivering insulin accurately. The bg excursions do not meet the criteria for an adverse event.